Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the etching was illegible and the color band was faded. No additional info was available on follow-up. We will continue to monitor this complaint type for trends. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Device returned for non-specified repair. No pt impact reported. Repair request escalated to complaint on evaluation due to the attachment's foot being damaged by tool contact. No additional info was available on follow-up.